Event description:
It was reported merlin transmission revealed intermittent undersensing. Lead repositioning was recommended. Patient monitoring will continue at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.